Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was sceleted for an implanted. During placement of the device, clot was noted in inferior vena cava (ivc). Implanting physician made efforts to avoid clot while placing delivery system. After implanting the device, some clot was noted on the left atrial (la) disk of the implanted device. The patient was suspected to have heparin induced thrombocytopenia. No negative clinical events immediately reported. The patient is stable

Manufacturer narrative:
An event of thrombus on the left atrial (la) disk of the implanted device was reported. It was reported that a clot was noted in inferior vena cava during procedure and efforts were made to avoid clot while placing delivery system. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.